Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. When the leak was noted the sheath was removed and no abnormalities were noted. A new sheath was used to complete the procedure with no adverse patient consequences.